Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited inappropriate magnet response. No intervention was performed. There were no patient consequence reported.

Manufacturer narrative:
Correction: the correct implant date should have been (B)(6)2019, rather than(B)(6)2021.

Event description:
New information noted that the patient presented for a device check in clinic. Upon reviewing, it was noted that the pacemaker exhibited inappropriate magnet response due to electromagnetic interference. No intervention was performed. The patient was in stable condition.